Manufacturer narrative:
On 11/8/2019, mentor became aware that patient also suffered capsular contracture; baker grade unknown and device was replaced with 350cc smooth moderate plus gel device on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/23/2019, device evaluation was completed. Device evaluation summary: during evaluation of the device it was observed to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were discovered. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/05/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/3/2019, the following observations were also made per device re-evaluation. During visual evaluation of the device it was observed to be ruptured. It was received in three pieces. During the microscope examination striations were detected in the edges of the rupture. No other anomalies were discovered. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side breast implant rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old patient underwent primary breast augmentation with a 350 cc mentor memorygel breast implant and was presented with right side breast implant rupture postoperatively. As a result, the device will be explanted on (B)(6) 2019.